Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak in the hydro-pneumatic compartment of unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) could not find a leak. Post reboot the system has been running without error. The customer will monitor the unit and contact serivce if the event re-occurs.